Manufacturer narrative:
H9: correction/removal report number is fa-2020-055. H10: the device was received for evaluation; however, an evaluation was not performed as this issue is related to a field action. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unspecified date in 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp (sleeve) of a minicap extended life pd transfer set leaked; this was further described as ¿had a leak coming out of white part of transfer set¿. As a result, the transfer set was replaced. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.